Manufacturer narrative:
H3: analysis of the catheter found ¿catheter body-compressed area¿; ¿catheter body-broken¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# l56457 implanted: (B)(6) 1998 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), UDI#: (B)(4) h3 ¿ analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (2,000.0 mcg/ ml at 200 mcg/day) via an implanted pump. It was reported that the patient was asymptomatic; however, when the hcp replaced the pump, she tested the catheter for patency, and she was not able to aspirate the catheter. She then went to the back incision, cut the catheter, and saw that the catheter was dripping csf (cerebrospinal fluid). She then noted a tear in the catheter near the anchor in the spinal incision leading her to believe that there was a hole or break in the catheter at that point resulting in the catheter not being able to be aspirated. Upon attempting to remove the tunneled portion of the catheter, it broke into multiple pieces, so the tunneled portion of the catheter remained implanted and not functioning. The spinal segment remained implanted and was functioning. The catheter was repaired using a proximal/pump segment revision kit. It was noted that the pump was also replaced d uring the procedure, but there was no allegation against the pump. There were no environmental, external, or patient factors to report that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.